Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the customer experienced recoverable 32056 errors related to universal surgical manipulator (usm) 4. There was no apparent damage to usm 4. Technical support engineer (tse) had the customer power cycle and perform an emergency power off (epo) of the entire da vinci system. After powering on the system back on, the system continued to fault. Customer disabled usm 4 to continue with the procedure. The procedure was completing as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and during visual inspection no evidence was found that would be related to the reported problem. The unit was tested on an in-house system and failed in normal mode with errors 32056 and 1123. The unit was also tested on a patient side cart fixture test platform (pftp) and adaptive gain control (agc) current test failed pointing to the insertion search light. Once testing was completed, the insertion searchlight printed circuit assembly (pca) was tested, and it was verified to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.